Manufacturer narrative:
Correction: section a1: patient identifier corrected/updated. Section e1: initial reporter corrected. Section g1: contact office corrected/updated. Device history record review the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Returned part inspection results: the returned part was inspected and no evidence indicated that the returned implant was defective. There was no evidence found to indicate that the reported issue was caused by the device itself. Although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. This complaint will be kept on record for track and trending purposes.

Manufacturer narrative:
It was reported by the dentist that the implant failed to osseointegrate after the clinical procedure. However, the patient is reported to be doing fine without any reported adverse events. No abnormalities were noted with the product itself. The DHR was reviewed based on the provided lot number of the implant. No discrepancies were noted in any of the processes related to the manufacturing of the implant. The complaint part is yet to be returned for investigation. A follow up report will be submitted after the completion of the investigation and evaluation of the returned part. However, failure to osseointegrate is a well known inherent risk of the implant procedure.

Event description:
The dentist reported that the patient did not have initial stability and the had to extract the implant to place another implant with a wider diameter. This implant was placed at tooth location #5. However, the implant failed to osseointegrate and was extracted after the clinical procedure. There were no reported adverse events with this incident and the patient is stated to be doing fine. No abnormalities were observed with the product.